Event description:
It was reported to nova biomedical that a consumer administered insulin based on a high blood glucose reading and subsequently experienced a hypoglycemic event requiring emergency intervention. It was discovered during the phone call, that the consumer is storing the test strips in an area which may compromise the integrity of the test strips which is against our directions for use. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.